Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve in the native annulus, prior to slowly withdrawing the delivery catheter system (dcs), the nosecone was centered within the frame inflow by slightly retracting the non-medtronic guidewire. The delivery system was not twisted or torqued during deployment. Upon withdrawal of the dcs, the valve dislodged due to interaction of the nose cone of the dcs with the outflow crown of the valve. Subsequently, a second transcatheter valve was implanted.

Event description:
It was reported that following the implant of a transcatheter aortic valve in the native annulus, prior to slowly withdrawing the delivery catheter system (dcs), the nosecone was centered within the frame inflow by slightly retracting the non-medtronic guidewire. The delivery system was not twisted or torqued during deployment. Upon withdrawal of the dcs, the valve dislodged due to interaction of the nose cone of the dcs with the outflow crown of the valve. Subsequently, a second transcatheter valve was implanted. Additional information was received indicating that the femoral artery was used for access. The valve and dcs were inserted into the patient and advanced to the native annulus over a non-medtronic guidewire. The cuspal overlap technique was used to slowly deploy the valve. During deployment, the dcs was not twisted or torqued. After deployment and prior to retracting the dcs, it was confirmed that the nose cone was centered within the inflow of the valve frame. This was done by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was a wire interaction with the outflow crown. Nothing in terms of patient anatomy contributed to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following deployment and dislodgement of the first valve, the left femoral arterial sheath was upsized to allow the introduction of a snare catheter in addition to the pigtail catheter via the same sheath. Using the snare, the dislodged valve was secured in place (distal ascending aorta/proximal arch) to allow introduction and deployment of the second evolut valve. However, there was significant difficulty advancing the new dcs inside the dislodged valve. The dislodged valve was pulled more distally using the snare, which allowed easier passage of the dcs. The second valve was then successfully deployed in the annular position. Echocardiography confirmed good placement of the valve with trace to mild paravalvular leak.

Manufacturer narrative:
Continuation of d10: product ID d-evoltfx-2329; product lot/serial number unknown; product type: delivery catheter system; implant date n/a; explant date n/a product ID d-evoltfx-2329; product lot/serial number unknown; product type: delivery catheter system; implant date n/a; explant date n/a product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system; implant date n/a; explant date n/a product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system; implant date n/a; explant date n/a product ID evolutfxplus-26; product lot/serial number k114711; product type: heart valve; implant date 2025-jun-26; explant date n/a product ID unknown central line; product lot/serial number unknown; product type: internal jugular line/catheter; implant date n/a; explant date n/a updated data: b2, b5, b7, d10, h6, h10 h10: related report # 9617601-2025-03774 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that post-operatively following the valve implant procedure acute blood loss occurred. Two units of blood were transfused. A computed tomography angiogram (cta) showed a left neck hematoma with active contrast extravasation. This was due to multiple, repeated attempts at inserting a left internal jugular (ij) central venous line. The hemoglobin immediately post-operatively within the intensive care unit (ICU) measured 7.5. Due to the concern of airway protection, the patient remained intubated until the third day following the valve implant procedure. Approximately 2 months later at an in-person follow-up visit, the neck hematoma was not present. The hematoma event was reported as resolved and possibly related to the valve implant procedure.